Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 3.00mm x 12mm, catheter was returned for analysis. Visual, tactile, microscopic analysis and a functional test was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified no issues, tears or pinholes in the balloon material. Tip showed no signs of tip damage, and the device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 20 atmospheres (atm) as per, emerge, instructions for use (IFU). It was successfully inflated and held pressure. The allegation in the complaint was not confirmed.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon burst. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition.